Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had reached elective replacement indicator (eri) rapidly and unexpectedly during a follow up check after the patient had heard beeping tones. Premature battery depletion was alleged, and an error code was noted upon interrogation of the ICD. A review of the data by engineering noted that the device reached eri due to long charge times and appeared to have a hardware malfunction. It was recommended to replace the device. No adverse patient effects were reported. The device was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device was thoroughly inspected and analyzed. External visual inspection identified no anomalies. Review of device memory confirmed that the device had reached eri status due to long charge times. Testing confirmed that an internal component developed an intermittent/open connection to the substrate. This open connection was between a diode component within charging circuitry and the electronics substrate. This incomplete electrical pathway within the device¿s shock charging circuitry resulted in the lengthened charge times that triggered eri (note that the battery was not depleted, but replacement indicators were triggered because capacitor charging was not accomplished within the specified time). Engineers determined that the conductive epoxy used to connect the diode component to the printed circuit board developed an open connection. Despite exhibiting extended charge times, the maximum shock energy was still available and therapy availability is not compromised in devices exhibiting this issue. Therapy would have been available to the patient (if required), albeit with a somewhat longer charge time. This intermittent connection manifests during capacitor reformations or therapy charges.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had reached elective replacement indicator (eri) rapidly and unexpectedly during a follow up check after the patient had heard beeping tones. Premature battery depletion was alleged, and an error code was noted upon interrogation of the ICD. A review of the data by engineering noted that the device reached eri due to long charge times and appeared to have a hardware malfunction. It was recommended to replace the device. No adverse patient effects were reported. The device was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed. Review of device memory confirmed that the device had reached elective replacement time (ert) battery status due to long charge times. Testing confirmed that an internal component was not securely attached to the circuit substrate. This open connection was between a diode component within charging circuitry and the electronics substrate. This incomplete electrical pathway within the shock charging circuitry of the device resulted in the lengthened charge times that triggered ert. Engineers determined that the conductive epoxy used to connect the diode component to the printed circuit board did not create a secure connection. Despite exhibiting extended charge times, the maximum shock energy was still available and therapy availability is not compromised in devices exhibiting this issue. Therapy would have been available to the patient (if required), albeit with a somewhat longer charge time. This intermittent connection manifests during capacitor reformations or therapy charges.